Event description:
It was reported that during inspection, it was observed that the small battery drive device was heating up during use. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be most likely due from various worn components and ball bearings corrosion from immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.